Manufacturer narrative:
The reported event of ¿alleged malfunction was oversensing/ noise on the lead¿ was not confirmed. As received, a partial lead (only distal portion) was returned in one piece. Visual and x-ray examinations did not find any anomalies except for procedural damage. Electrical testing found an internal short due to procedural damage to the inner insulation.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the atrial lead was explanted due to an unknown malfunction on (B)(6) 2025, and a new lead was implanted. No patient symptoms were reported.

Event description:
New information received that the patient presented to clinic for follow up. The atrial lead exhibited noise over sensing. The patient was stable throughout the procedure.

Manufacturer narrative:
Further information was requested but not yet received.